Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient has an open/bleeding wound where the lifevest garment clasps together. The patient had open heart surgery and the garment was rubbing on the incision sight causing the open wound to bleed. There was no alleged device malfunction contributing to the irritation. Patient reported that a nurse covered the wound. Follow up indicated that the bandage is helping and the garment is no longer rubbing on the open wound.